Event description:
The user facility reported a small blood leak from the centrifugal pump during a bypass procedure. The perfusionist determined that it was not necessary to change out the unit or take any other corrective action to address this observation. The case was reportedly completed with no complications or patient injuries. The reported blood loss was estimated to be 30-cc and the patient condition is reported as fine.

Manufacturer narrative:
The returned sample was decontaminated and visually examined. This evaluation confirmed the reported leakage. All units are leak tested during production and there were no indications of any production related problems in the device history record. A review of the complaint records confirmed that this lot number has not been reported previously. The device labeling does address the potential for such an occurrence with specific cautions to monitor the pump (and replace) if there are fluid leaks or blood in the rear chamber. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.